Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
When impacting the tibial baseplate, one of the plastic lugs that fit in the screw holes has come out and the joint was washed out using a pulsatile lavage. The surgeon expressed concern about it being in the joint space and that this has not occurred before he is a long time user of (B)(4).